Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2021 with blood glucose was 300 mg/dl. Customer¿s current blood glucose was 117 mg/dl. Customer was in emergency room. Customer was treated with intravenous injection and manual injection. Customer also reported that insulin pump had no delivery alarm and event was resolved by changing complete set. Troubleshooting was declined for high blood glucose. The insulin pump will not be returned for analysis.